Event description:
During pt use, an 'o2 sensor bad' alarm occurred. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. No pt injury was reported in this case.

Manufacturer narrative:
Although requested, no pt info was provided.